Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-23. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor sleeve recovery and broken pivot shield was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for poor sleeve recovery and missing components with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor sleeve recovery and broken pivot shield . Bd determined that the root cause of the indicated failure mode of poor sleeve recovery was attributed to insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. And the root cause of the indicated failure mode of broken pivot shield was attributed to a jam on the labeler machine with inadequate purging of affected product. As a corrective action, sensors have been installed in order to be able to detect this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: "needle missing a sheath noticed when opened. Needle from same lot number, was leaking blood into the inside of the holder while trying to fill vacutainers."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: "needle missing a sheath noticed when opened. Needle from same lot number, was leaking blood into the inside of the holder while trying to fill vacutainers."